Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient believed their pump stopped working in (B)(6) of 2017 / might have been (B)(6) of 2017. The date (B)(6) 2017 is considered an approximate date of event (year known only). The patient had to previously go to the emergency room when issues related to the pump had occurred. It was indicated that the patient was at their physician¿s office waiting for company representative, but the company representative never showed or reached out to the patient. It was noted that the patient read a recall previously on the pump and after reading the recall he wanted to get off the pump and had his medication reduced. The pump currently had no medication in the pump, but the pump had stopped working. The overinfusion recall (2016) and design enhancement recall (2016) was reviewed at the time of the report. It was further noted that the pump started alarming approximately 4 months after last year (date of event was unknown). It was further noted indicated that the pump was still beeping / alarming every hour. The patient was working with their healthcare provider to see if surgery was needed for the pump. The patient was described as being scared about getting another pump placed. No patient symptom was reported. No further patient complications have been reported as a result of this event.